Event description:
I've been using abbott freestyle libre 2 continuous glucose monitor since (B)(6) 2021 and about one half of the sensors have failed. The last 3 sensors in a row have failed, either not starting at all or failing after 1 day. Their help desk is unhelpful and fails to follow through with promises, delivers duplicate replacements or otherwise is unsuccessful with resolving the problem. FDA safety report ID # (B)(4).